Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported several patients have residual astigmatism post procedures. Upon follow up, the field service engineer spoke with the doctor and agreed that the results appear to from treatment of astigmatism in an erroneous axis due to decubitis cyclotorsion or malposition of the patient's head. The doctor will wait for the refraction of the patients to stabilize before performing any retreatment.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. Logfile review of the system was performed. The logfile review showed treatments were performed successfully. Four treatments were performed without eyetracker and one treatment showed the eyetracker was activated only temporary. All other treatments were completely performed with activated eyetracker. Thirty treatments were interrupted manually by the user releasing the laser pedal which none of the treatments were interrupted by the system due to an error. The user carried out the energy check only once a day and did not renew it as it is described in the user manual. Review of the energy values show no relevant deviation during each treatment. Further no other deviations can be identified. The system was successfully verified by the field service engineer. No deviations were identified during service routine. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).